Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. Based on the provided information, there is no report or allegation of any patient harm, adverse outcome or injury. However, this complaint is being reported because the instrument's tip allegedly broke off. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
On (B)(6) 2013, the nurse contacted intuitive surgical, inc. (Isi)reporting a piece of the tip of the small clip applier instrument may have fallen into the patient while inserting the instrument into the trocar during a da vinci si pulmonary lobectomy procedure. She indicated that the piece could not be found anywhere else outside the port but could not confirm if it had fallen into the patient or not. On (B)(6) 2013, an isi field service engineer followed up with the site. The site informed him that a tool had broken during surgery and they did not have any system issues. There was no report of any patient injuries from the follow-up call. On (B)(6) 2013, isi spoke with the site's risk management contact. She stated she was unable to provide any information about the reported procedure; however, she indicated that the site submitted a medwatch form to the FDA, which details the reported event. At the time of this report, it is unknown if a fragment fell into the patient and if the patient sustained any injuries as a result of the reported event. The instrument's catalog and lot numbers were also not reported.